Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window and cracked reservoir tube.

Event description:
Customer reported via phone call that the device alarmed a button error alarm. Customer's blood glucose was 198 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.